Manufacturer narrative:
Batch review performed on 07 march 2024. Lot 2103162: (B)(4) items manufactured and released on 28-june-2021. Expiration date: 2026-06-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved: batch review performed on 07 march 2024 on liner: mpact 01.32.3644hc10a face-changing 10° pe hc liner ø36/e (k183582) lot. 2009675 lot 2103162: (B)(4) items manufactured and released on 28-june-2021. Expiration date: 2026-06-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta cup and liner with a competitor cup and liner and revised the medacta head with a medacta head. The surgery was completed successfully.